Event description:
Nurse at (B)(6) hospital reports the patient has presented to the hospital for a pump problem. Unknown if patient was admitted. If any updated information is given, a follow up report will be submitted. Unknown if md is aware. No further information, details, or dates provided.